Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. The patient¿s medical history includes going to the emergency room for cortisone shots when she was in pain. She also reported having radiofrequency ablation and nerve blocks. It was reported that there was poor communication on the patient programmer. The patient¿s stimulation wasn¿t turned on until (B)(6) 2017. The patient was able to get two coupling bars on (B)(6) 2017, but no bars since. The patient hadn¿t been able to feel stimulation since (B)(6) 2017 and was in a lot of pain. The implantable neurostimulator site was swollen. It was noted that the patient wanted to ¿commit suicide¿ from the pain. The patient was not able to communicate with the implantable neurostimulator recharger. She was able to connect, but not get any coupling bars. An antenna locate session resulted in a reposition antenna screen. The patient noted that she was on high density settings. The patient¿s next appointment is scheduled for (B)(6) 2017. Additional information was received from the consumer on 2017-02-17 reporting difficulty getting an appointment set up. Additional information was received from the representative on 2017-02-17 indicating that an appointment was able to be made. Additional information was received from the representative on (B)(6) 2017 reporting that the manufacturer representative met with the patient on (B)(6) 2017. The patient was still having difficulty getting coupling. The patient got 4 bars at one point but mostly 0-2 bars. The implantable neurostimulator (ins) was reported to be in a fold of the patient¿s back. The health care professional (hcp) was considering a revision later that week or the next. The manufacturer representative was concerned about an overdischarge but it was reviewed that if a revision was done next week an overdischarge should not be a concern. The patient was not using stimulation at this point due to issues with recharging. Additional information was received from the representative on 2017-02-21 reporting that the representative had been in contact with the patient during the situation and were working with the physician to come up with a plan to remedy it quickly. The patient had not repeated the "harmful intent" to the representative and therefore they could not speak for the patient regarding the intent of their statement that they wanted to "commit suicide" from the pain. The representative would be meeting with the patient and surgeon on (B)(6) 2017 to have an estimated pocket revision following the appointment. It was also reported that the representative had heard from the patient on 2017-02-20 reporting that they were able to charge the ins to half-full with the reduced coupling. The representative and patient had discussed keeping the ins off until they had found a solid solution. The patient was in agreement to this plan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s inability to communicate with their device, poor coupling, loss of stimulation, pain and swelling has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider that reported that the patient does not have a history of depression or suicidal behavior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that implant was put in too high so patient had to do a revision at the ins pocket site on (B)(6) 2017. Patient stated that the first revision did not resolve so patient had another revision on (B)(6) 2017. After the second revision, patient had soreness and bruising at ins site on their buttock. No further complications were reported as a result of this event.